Event description:
It was reported that an aneurismal coil embolization procedure was performed via femoral access in a patient reported to have tortuous vascular anatomy. During the procedure, resistance was noted while advancing a guidewire into the subject microcatheter. The distal tip marker of the subject microcatheter was also reported to be missing. The physician is not sure when the fracture/detachment of the distal tip marker occurred. Under fluoroscopy, there was no sign of the distal tip marker in the patient anatomy or outside on the table. The physician replaced the subject microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the catheter shaft was found to be kinked/bent. The catheter shaft was found to be flattened/crushed. The catheter tip with distal ro marker were found to broken off, there was evidence of flattening to the fracture point also. Functional inspection: not performed as the visual defects were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was tortuous, and resistance encountered during the procedure. The device was returned, and the damage noted is indicative of advancing through tortuous anatomy with resistance. The catheter shaft was noted to be kinked, flattened and the distal tip containing the distal ro marker had been fractured. It is probable that the device was damaged during navigation/removal from the patient¿s atomy causing the reported resistance and damage noted to the returned device. An assignable cause of procedural factors will be assigned to the reported ro marker(s) detached/separated/ not visible under fluoroscopy and un-retrieved device fragments and to the analyzed catheter shaft kinked/bent, catheter shaft flat/crushed, catheter tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that an aneurismal coil embolization procedure was performed via femoral access in a patient reported to have tortuous vascular anatomy. During the procedure, resistance was noted while advancing a guidewire into the subject microcatheter. The distal tip marker of the subject microcatheter was also reported to be missing. The physician is not sure when the fracture/detachment of the distal tip marker occurred. Under fluoroscopy, there was no sign of the distal tip marker in the patient anatomy or outside on the table. The physician replaced the subject microcatheter with a new device and continued the procedure without clinical consequences to the patient.